Event description:
Boston scientific received information that this pacemaker recorded wide complex pacemaker mediated tachycardia (pmt) during a medical procedure as well as in the recovery room. Boston scientific technical services (ts) discussed monitoring for potential interference. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.